Event description:
It was reported that two days post xact stenting procedure in the right internal carotid artery, the patient experienced hypotension and bradycardia which were treated a fluid challenge, neo-synephrine, dopamine infusion and a permanent pacemaker. The patient's blood pressure and heart rate were low but patient was asymptomatic. The heart rate increased with ambulation. The patient's condition is continuing but improved. The patient was discharged home five days after the procedure. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of bradycardia and hypotension are known potential adverse events as listed in the instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.